Event description:
This is an add'l pt identified. There are new 12 pts with confirmed mycobacterium abscessus sternal wound infections following cardiothoracic surgeries and use of sorin 3t heater-cooler unit. Two add'l pts with suspected mycobacterium abscessus infection were also treated accordingly. Therapy date: (B)(6)2017. Diagnosis or reason for use: cardiothoracic surgery requiring bypass.